Event description:
Description of event according to initial reporter: when the physician went to deploy the device, the primary struts didn't open but the secondary ones did. The device was removed from the patient. Additional information received 01sep2021: due to this occurrence the patient required 2nd right internal jugular (rij) access, placement of suprarenal retrievable filter, and removal of incompletely deployed cook celect. The filter was intended to have an infrarenal ivc placement and through rij approach. Additional information received 02sep2021: the filter was not still attached to the introducer system. It was subsequently removed using a gooseneck snare and 12 fr sheath a suprarenal filter was placed in the same session prior to removal of the cook filter. The patient is undergoing retrieval of the suprarenal filter today as well as placement of a infrarenal filter. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.